Event description:
During an in clinic follow-up, noise and oversensing was observed on the right ventricular (rv) lead. Rv lead provocation testing was performed and the event was reproducible. A lead revision procedure is anticipated to be performed to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicated the right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition.